Event description:
During follow-up, an extended charge time with a battery voltage of 2.65v was observed. Multiple consecutive manual cap reforms were performed with an improvement in the charge time. The battery voltage dropped to 2.6v. St. Jude technical services advised the physician that the battery voltage should get back to 2.6v within 24 hours. However, the physician elected to explant the device.